Manufacturer narrative:
A steris service technician inspected the processor and found that the cycle subject of the reported event faulted for fill time. The technician evaluated the processor and identified that check valve 1 permitted water to leak past through it, through the j-tube and into the air filter. When the cycle faulted, the "wetted" air filter created an air lock condition causing water to be held in the chamber. When the inflatable seal deflated air was permitted to enter the chamber subsequently causing the reported event to occur. The technician replaced check valve 1 and air filter, ran a diagnostic and processing cycle and confirmed the system 1e to be operational.

Event description:
The user facility reported that water was leaking from their system 1e. No report of injury.